Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed a broken wire on the motor capacitor and a damaged motor capacitor connector pin on the main circuit board. The main circuit board and motor capacitor were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: pr 3151006